Event description:
It was reported that during the case, on (B)(6) 2023, in the medsurg department, a patient was placed on the tm80 telemetry monitor ID tele05 serial number (B)(6) with batteries at bed 201. The nurse did not connect the tm80 with the workstation in the cmu. The patient was on the tm80 and in bed 201 between 13:00 and 23:25. During this time, the patient was connected to the tm80 and periodically checked by clinical staff. Later, it was verified that the patient had not been monitored or observed at the cmu workstation. At 18:07, the patient had a lethal arrhythmia event that was not detected by the personnel. Later, the patient was moved to ccu and connected to a hardwired patient monitor. The patient expired in ccu on (B)(6) 2023.

Manufacturer narrative:
Mindray field service representative verified the proper operation of the benevision dms and the tm80. System logs and patient database were collected for investigation. Mindray performed a review of the system logs and patient database, noting that when the patient meets the criteria for alarmed ECG events, both the tm80 telemetry monitor and benevision cms recorded the lethal alarm. The alarms were not being displayed at the cmu workstation because the user did not manually admit the online local workstation for the tm80 (bed 201) as per the facility configurations. The benevision dms in use with telemetry tm80 performed per specifications.